Event description:
Customer reported that she had been experiencing unexplained high blood glucose. Customer stated that her blood glucose level started at 127 mg/dl and in less than a day it went up to over 400 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct. Customer stated she is unsure if the basal rates are accurate as she has been changing them. Bolus wizard settings are correct. No error alarms found in the history. The infusion set was removed and the cannula was not bent. The high pressure test was not performed as the customer did not have the tubing clamp. Last blood glucose was 267 mg/dl. Customer was advised to go to her doctor to verify the basal rates settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.